Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information. (B)(4).

Event description:
A surgeon reported a cartridge splitting at the end during an intraocular lens (iol) implant procedure. Additional information was provided by the surgeon that the iol was implanted manually with mild wound distortion. No serious injury, no surgical intervention was required.